Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient's egv on the omnipod 5 insulin pump (in modified closed loop) and dexcom app was 258mg/dl. The bg was not checked. The patient had unconsciousness. He was in and out of consciousness until he woke up in the ambulance. He doesn't know who called the ambulance. When he was in the emergency room (ER), his egv and bg fs were 70 mg/dl different. No other details were provided. He reportedly declined to answer all other questions and he disconnected the call. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 70 points. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.